Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the alerts sounded different and the beep was relatively long. Customer stated that the insulin pump did beep during the tone test. Customer's blood glucose readings at the time of the call were 143 mg/dl. No further information reported.